Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving morphine [50 mg/ml] at a rate of 18.18 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that a critical alarm due to a low battery reset (lbr) occurred. The pump logs were checked. Acute withdrawal including increased pain, vomiting, sweating, diarrhea, and chest pain occurred. These were considered a sudden change in symptoms. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-jul-12. Updated to reflect the information received on 2017-jul-12 indicating that the patient's pump was explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding two patients who were receiving unknown drugs at unknown concentrations and dosages via implantable pumps for unknown indications for use. On (B)(6)2017, it was reported that the rep had seen two pumps that were affected by the battery performance field action. The pump had been explanted and replaced. No further complications were reported. Additional information was received on 2017-jul-19 from the manufacturer's representative. It was reported that this pump was potentially affected by the lot involved in the field corrective action. The rep noted that the pump was explanted at a site that will not release pumps for analysis.